Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had intermittent button response due to moisture damage on keypad traces. The insulin pump had minor scratches on the display window, cracked battery tube threads and a cracked reservoir tube window.

Event description:
Customer's mother reported issues with the keypad of the insulin pump. Customer states that all the buttons are not working. The blood glucose reading is 80 mg/dl. The insulin pump will be replaced. Nothing further reported.